Manufacturer narrative:
The user reported error code 823 that indicates a deviation regarding the control pcb of the babylog 8000. Therefore the suspected pcb was requested for manufacturer investigation. During functional testing of the returned control pcb in a lab device it could be reproduced that no ventilation was possible. This condition was accompanied by a continuous audible alarm in order to alert the user. The device opened the airway system to ambient to allow spontaneous breathing. An investigation of the components of the affected control pcb revealed that two resistors were out of tolerance and therefore caused the malfunction. The device behaved as specified to the detected failure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device generated error code 823 and there is no ventilation. No injury reported.